Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 5554 implantable pacing lead 2010 (B)(6). (B)(4).

Event description:
It was reported that the right ventricular lead had 4 ventricular high rate episodes indicating oversensing. The lead remains in use. No patient complications have been reported as a result of this event.